Event description:
Reference number(B)(4) event occurred in the united states. It was reported that patient faced infusion anchor adhesive was no longer sticking to the body event on (B)(6) 2025. The blood glucose levels was 399 mg/dl.patient had trace ketones present and experienced symtoms like nausea. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012522, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012522". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012522 was manufactured according to the work instruction (wi) version 101 and manufactured in the machine 14 on 30-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly lot 5c06002 was manufactured according to the wi version 67 and manufactured in the machine sc05 and sc08, on 30-mar-2025, with a total of (B)(4) units. The sub-assembly lot 5c04324 was manufactured according to the wi version 67 and manufactured in the machine sc05 and sc08, on 31-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and for the code adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint threshold identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.